Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and recurrence. It was reported that the patient underwent take down of vaginal constriction band with vaginal plication on (B)(6) 2004, due to recurrent urinary tract infections, incontinence and urethral erosion of right dorsal aspect of urethra. The patient underwent [ams] bioarc sp sling and [bard] pelvicol implantation on (B)(6) 2006. The patient underwent additional mesh implantation on (B)(6) 2008 due to stress urinary incontinence. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-23997. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent excision of eroded mesh on (B)(6) 2013 along with excision of vaginal granulation tissue; left periurethral reconstruction with trimming of vaginal granulation tissue and closure of the mucosa due to continued mesh erosion, with vaginal granulation and stress urinary incontinence. (B)(4) ¿vaginal granulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urinary urgency, vaginal bleeding, vaginal discharge, and vaginal odor.

Event description:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency, vaginal bleeding, vaginal discharge, and vaginal odor.